Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system worked as expected with no issues. However, the resolution was suspected to be due to a replaced ethernet cable. The imaging system then passed the system checkout and was found to be fully functional. There were no case parts returned for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the two different navigation systems would track intermittently on the imaging system. Rebooting did not resolve the issue. There were no patients present during this time.